Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pt was treated for aortic insufficiency (ai). Following the treatment, the pump power and pump speed increased. Pt was intubated and placed continuous veno-venous hemodialysis (cvvhd). An echo was performed and there was a mild tricuspid and mitral regurgitation. It was decided to exchange the system controller, however, the pump power still remained high. Later in the day, the pt was scheduled for a pump exchange. It was reported that the pt expired in the operating room. The exchange did not occur and the pump was not explanted.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.